Manufacturer narrative:
Device evaluation: one device was returned for analysis in used condition without its original packaging and inside a plastic bag. Visual inspection showed no damage or discrepancies. Functional testing was unable to duplicate the reported issue, no difficulty was detected in the device during priming and no alarms were activated. Based on the investigation, the complaint allegation was not confirmed.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. Please disregard the initial report submitted with the MFR number: 3012307300-2021-10373. The report was submitted in error., corrected data: corrected information provided in h10.

Event description:
Information was received indicating that prior to use of this smiths medical cadd administration sets, the tubing was prime for 0.1mls then the pump alarmed downward occlusion. No patient injury reported.